Event description:
The physician was removing the ablation catheter from the versa cross sheath when it was noticed a clear thread-like plastic hanging out of the hub. It was pulled and a long piece of it came out.